Event description:
A customer contacted beckman coulter inc (bci) stating that the electrolyte injection cup (eic) was overflowing. No injury was reported.

Manufacturer narrative:
A clot was lodged in the eic causing it to overflow. The bci hotline guided the customer through disassembly and cleaning of the cup, which resolved the issue.